Event description:
It was reported when the device was used during a gastric tumor removal, it tore. While using the device the surgeon inserted a metal trocar through the device. The instructions for use states "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with lap disc as this may weaken or damage the flexible silicone membranes. The case was converted to open. There was no further pt consequence.